Event description:
It was reported that "immediately following the cholecystectomy, during which the hem-o-lock clips were inserted, I experienced significant adverse reactions, which have continued, and become worse, to the present. I am certain that my body is reacting against the material that these clips are made of (polyoxymethylene - pom). Subsequent personal research has indicated that pom can start to degrade, producing toxic formaldehyde." Device remains implanted. Additional information received on january 23, 2026, indicated that "fourteen years on, with no improvement in my condition, I decided I would proactively and personally report this problem to mhra. I had an immediate reaction. I am living with constant pain and tenderness at the site of the cholecystectomy; along with systemic symptoms, which are worsening. My research into the chemical composition of the hem-o-lock clips has indicated that they are composed of polyoxymethylene or acetylpolymere plastic or delrin, when inserted into the body can degrade, inducing a localised foreign body reaction; and producing toxic formaldehyde, which is consistent with my symptoms. Removal of the hem-o-lock-clips has been denied."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.